Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If/when the reactivity testing is complete and the results are forwarded to davol a follow up MDR will be submitted. See MDR 1213643-2014-00026 for information related to the other 3d max mesh implant.

Event description:
The following has been alleged by the patient: it has been alleged that following the implant of two bard 3d max mesh in 2010 the patient developed a rash and itching that has steadily spread and now covers most of his body. Patient alleges that he has welts that travel around in different areas that itch and feel like pin pricks. Patient alleges that his treatment has to date included changing his medications, diet and light therapy. The patient's allergist has requested and been provided with a mesh sample for reactivity testing. As the problem reported appears to be chronic in nature and the symptoms are intensifying an MDR is filed to document this event. At this time there has been no surgical intervention.